Manufacturer narrative:
(B)(4). Non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2010. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿injured without further explanation" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The catalog # and lot # are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Additional information received identified the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2010 via the right femoral vein due to a motor vehicle accident-multiple bone fractures. The patient is alleging strut perforation, extreme anxiety, panic attacks and "nightmares of it rupturing or malfunctioning and killing me". The patient further alleges post traumatic stress disorder. Per the (B)(6) 2018, computed tomography-abdomen without contrast: "findings: inferior vena cava filter is present. Inferior vena cava filter tip is 2.2cm below the right renal vein. No significant filter tilt is seen. The tip is 8mm from the anterior and posterior walls of the inferior vena cava, 6mm from the right wall of the inferior vena cava, and 11mm from the left wall of the inferior vena cava. The tip is not contacting the inferior vena cava wall. No fractured or bent struts are identified. The anterior strut extends through the inferior vena cava wall by about 1mm. Right lateral strut just barely extends through the inferior vena cava wall with a minimal fat plane measuring 1mm or less. The distal end of the filter does extend to the iliac bifurcation of the inferior vena cava. The left lateral strut extends into the proximal left common iliac vein. The posterior strut is immediately adjacent to the posterior wall of the inferior vena cava. No evidence of inferior vena cava stenosis".

Manufacturer narrative:
H6-patient codes: no code available (3191)- post traumatic stress disorder h6-device codes: appropriate term/code not available (3191): perforation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc perforation, anxiety, panic attacks, nightmares, ptsd. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, panic attacks, nightmares, and ptsd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.